Event description:
The customer reported a puddle of blue-green fluid on the floor under the coulter lh 500 hematology analyzer . The leak volume was reported as approximately 1 ml. The customer also reported they were receiving an incomplete tube forward error at the time of the leak. The msds was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. Per conversation by phone on (B)(6) 2013, the customer confirmed they had cleaned the leak, removed the jammed tube and resolved the incomplete tube forward errors. No erroneous patient results were generated in connection to this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse did not observe an active leak but was able to reproduce the incomplete tube forward error which did result in a leak near the needle bellows. The fse changed the actuator at pv21 to resolve the leak. The customer has not reported any additional events since this event. (B)(4).